Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that prior to use, the device had premature battery depletion. The battery longevity was 2.99 volts when first interrogated, then dropped to 2.97 volts and 2.96 volts when re-interrogated. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Corrected data: model #/lot #. If information is provided in the future, a supplemental report will be issued.